Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device cannot confirm the report. The cap was able to be removed without difficulty. However, it has been heavily damaged from the attempts to extract. A search of the complaints databases finds no other reports against the product/lot code combination. Additionally, research using the as400 system indicates that several pieces from the reported lot have been provided to customers domestically and internationally, and, as no additional reports have been received, can be reasonably assumed implanted without issue. It is known that some difficulties have been encountered removing this sleeve component once in-situ. To alleviate the issue depuy has published a surgical technique tips on depuy edge. It is known that in that document loosening the sleeve when initially opening the device is recommended. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Intraoperatively it had not been possible to remove the plastic protection cap. The stem had to be explanted.